Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for peritonitis were not reported. The patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient has not recovered from the peritonitis event. Physioneal and extraneal therapies were ongoing. No additional information could be provided because the reporter declined follow-up.